Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges attendant dropped the chair brakes to pull her backwards back into a hallway. Attendant reengaged the brakes again for consumer to drive forward. When consumer went to move forward, the chair lurched forward and to the left slamming consumer into the wall of the hallway. Consumer was thrown forward against the sip 'n puff resulting in breaking off the bottom of her right front tooth.

Manufacturer narrative:
The device was returned and evaluated. No inadvertent movement could be duplicated on the device as returned using the sequence described in the text of the claim.

Event description:
Alleges attendant dropped the chair brakes to pull her backwards back into a hallway. Attendant reengaged the brakes again for consumer to drive forward. When consumer went to move forward, the chair lurched forward and to the left slamming consumer into the wall of the hallway. Consumer was thrown forward against the sip 'n puff resulting in breaking off the bottom of her right front tooth.